Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision procedure due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the initial procedure occurred in 2004 and patient was revised due to infection on (B)(6) 2015. Therefore, the infection is likely not implant related.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, initial reporter - unknown, PMA/510(k) number/ manufacture date ¿ unknown.